Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that oversensing observed ofv-pace on ra electrogram seen on presenting and stored intracardiac electrogram. The following physician was dr. (B)(6) . No other information is available this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)